Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Sample was recollected, and retested the result was negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that customer reporting false positive with use of veritor analyzer. How long after specimen collection was the specimen processed in the extraction reagent? Immediately; plunged for 15 seconds how was the specimen stored between collection and processing in the extraction reagent? No storage how long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately incubation time: how long was sample run on the cartridge before reading? 15 minutes with timer were the cartridges visually interpreted (not by the analyzer) at any time? No was walk-away mode or analyze-now mode used? Analyze now temperature: clarify the environment temperature and time at temp - room temp was testing performed indoors or outdoors (not collection). Indoors on average, how many tests do you run per week? Not provided how is the test being used? Screening - asymptomatic (not serial testing) how was the specimen collected? Dual nare procedure with swab provided in kit did it follow the dual-nares collection method described in the quick reference guide? Yes what type of swab was used to collect the specimen? Swab provided in kit was any transport media used? No what date was the specimen collected? (B)(6) 2021 what date was the specimen run? (B)(6) 2021 was individual symptomatic or asymptomatic?asymptomatic-employee screening how was it determined to be discrepant? Test was repeated comparison to another method? No; used another cartridge repeated sample? Not the same sample how did you complete the repeat test? Employee was swabbed again and retested with a new "sample" and cartridge was an additional swab collected? Yes did you process the same swab in a 2nd reagent tube? No did you use the leftover extraction reagent from the reagent tube on a new cartridge? No was the cartridge rerun (re-read)? No if so, how long after the initial run was the cartridge rerun (re-read)? N/a clarify how many false positives per facility. 1 to report currently

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1018726. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (B)(4) (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Sample was recollected, and retested the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that customer reporting false positive with use of veritor analyzer. How long after specimen collection was the specimen processed in the extraction reagent? Immediately; plunged for 15 seconds. How was the specimen stored between collection and processing in the extraction reagent? No storage. How long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately. Incubation time: how long was sample run on the cartridge before reading? 15 minutes with timer. Were the cartridges visually interpreted (not by the analyzer) at any time? No. Was walk-away mode or analyze-now mode used? Analyze now. Temperature: clarify the environment temperature and time at temp - room temp. Was testing performed indoors or outdoors (not collection). Indoors. On average, how many tests do you run per week? Not provided. How is the test being used? Screening - asymptomatic (not serial testing). How was the specimen collected? Dual nare procedure with swab provided in kit. Did it follow the dual-nares collection method described in the quick reference guide? Yes. What type of swab was used to collect the specimen? Swab provided in kit. Was any transport media used? No. What date was the specimen collected? (B)(6) 2021. What date was the specimen run? (B)(6) 2021. Was individual symptomatic or asymptomatic?asymptomatic-employee screening. How was it determined to be discrepant? Test was repeated. Comparison to another method? No; used another cartridge. Repeated sample? Not the same sample. How did you complete the repeat test? Employee was swabbed again and retested with a new "sample" and cartridge. Was an additional swab collected? Yes. Did you process the same swab in a 2nd reagent tube? No. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No. Was the cartridge rerun (re-read)? No. If so, how long after the initial run was the cartridge rerun (re-read)? N/a. Clarify how many false positives per facility. 1 to report currently.